Event description:
It was reported that the 9600 system displayed a "precharge fail" error message at boot-up. No patient injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace a darlington transistor. Transistor replaced and tested the system. The system was working as intended and placed back into service.